Event description:
Reporting status: serious injury- medical intervention. Reporting rationale: rash requiring medications. Device issue: no device malfunction has been reported. It was reported via a trial that in 2008, a 2.5 x 15mm rx xience v stent was implanted in the 90% stenosed, proximal marginal lesion. However, on the next day, the pt began developing a rash on his torso and back (allergic reaction), which was treated with medications. The reported allergic reaction resolved the following month. No additional event or pt's info is available.

Manufacturer narrative:
Allergic reaction, as noted in the instructions for use (IFU) and risk assessment, is a known adverse event associated with coronary stenting and is not necessarily an indication of a product quality deficiency. The IFU states that the xience v stent is contraindicated for use in pts with "hypersensitivity or contraindication to everolimus or structurally-related compounds, cobalt, chromium, nickel, tungsten, acrylic, and fluoropolymers." Since there was no reported product malfunction, there does not appear to be any indications of a stent delivery system quality deficiency. A conclusive cause cannot be determined.